Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad traces. No button error alarm was noted during testing. No number ramping or scroll bar anomalies were noted on the display. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip and a cracked belt clip slot.

Event description:
It was reported that the customer received a button error alarm. It was also reported that the act button on the insulin pump is unresponsive. Customer's blood glucose level at the time 156mg/dl. Advised insulin pump would be replaced. No additional information was provided.